Event description:
Reported due to formation of thrombus. Physician used a jostent coronary graft to treat a pseudoaneurysm in a transplanted pancreatic artery. A thrombus occurred at the time of implantation but adequate blood flow was supplied by collateral flow. The pseudoaneursym was also thrombosed. The pt reportedly did well following the intervention. The pt has been followed by the physician and to this date continues to do well. Although requested no additional information was provided.